Event description:
The customer reported obtaining false platelet (plt) clumps messages on multiple patient samples run on the coulter lh 750 hematology analyzer. The erroneous results were not reported out of the laboratory and there was no report of any change or affect to patient treatment in connection with this event. The customer performed a manual slide review and stated there were no platelet clumps observed. Printouts of patient results have been requested but were not provided from the customer for review.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed turbulence in the red blood cell (rbc) diluent dispenser (pm2) spring. The fse proceeded to replace the rbc diluent dispenser to resolve the issue. The fse verified the repair as per established procedures and no false platelet (plt) clumps were observed.